Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w version = 5.2a. Retainer ring = black. Case = ngp. Patient returned pump for an alleged partial display and exposure to moisture found on 14-dec-2022. The pump passed the displacement test and self test. No partial display or missing segments noted during testing. Successfully downloaded history files and traces using thus. No alarms or alerts noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the motor or force sensor; however, moisture damage was found on pcb1 and pcb2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked case at battery tube. Partial display was not observed during analysis and passed all required testing. Partial display/ missing segments not confirmed. Exposure to moisture confirmed at pcb1 and pcb2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
Information received by medtronic indicated that customer noticed the partial display and fluid in  led display . No harm requiring medical intervention was reported. Troubleshooting was performed and customer confirmed there was no blank and partial display. Customer will discontinue to use the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.